Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found no other similar report with the involved product code/lot# combination.

Event description:
The user facility reported the involved angio-seal evolution device was damaged. The following information was provided by the user facility: the procedure was a pta with balloon 5.0 x 120 mm + balloon 2.0x150 mm. When the procedure was finished, the doctor tried to use the angio-seal device, this did not fit. The doctor retired the disposable and he saw that the part of the insertion of the product was not good. Another angio-seal device was used without complications. The patient and the procedure outcome were good.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and the completed investigation. It was reported the device was not returned, however the device has been received for investigation. One 8fr angioseal evolution device was received for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. The hemostatic sheath was not mated with the deployment sleeve. Several inches of the suture could be seen threaded through the hemostatic sheath. At the distal tip of the sheath, the anchor was present. The collagen was not present. There was no blood like substance grossly observed. The bypass tube was present in the hemostatic valve. The deployment sleeve was in the rear lock position with the color bands fully exposed. The button was soft. There was damage to the prongs on the deployment sleeve indicating the hemostatic sheath had been forcibly removed. There were two kinks identified in the hemostatic sheath. One kink was located at 1.25" from the distal tip and the distal kink was located 3.32" from the distal tip of the hemostatic sheath as measured with a sliding gauge. The carrier tube assembly had a kink 0.61" from the distal tip as measured with a sliding gauge. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the park position. The rack was observed in the proximal position with 3.44" of the rack extending past the gearbox assembly as measured with a sliding gauge. No suture remained on the spool. Blood like substance was present in the handles of the returned device. No other gross visual anomalies were noted with the gearbox assembly as it rested in the lower handle. The suture was still tethered to the spool. The drive gear was properly seated. No other gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by rewinding the suture onto the spool by pressing the green button. After several turns of suture were present on the spool pressure was applied the anchor. The rack and compaction tube freely advanced. The presence of the suture through the hemostatic sheath indicates that the hemostatic sheath and deployment sleeve were properly mated at one point. Off-axis forces have been known to cause kinks within the carrier tube assembly and hemostatic sheath. The lack of the collagen may be due to the handling of the device exposed to abnormal environments as the collagen is a bio absorbable component. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.